Event description:
Pt having egd, needed esophageal varices banding. The bander was loaded onto scope and placed, physician said all bands misfired and unloaded. Second bander used, no misfires. FDA safety report ID# (B)(4).